Event description:
It was reported that an ilet user experienced erratic insulin delivery and blood glucose fluctuations after prolonged infusion site wear and a subsequent site change, then used meal announcements as correction, which contributed to low blood glucose; the user requested and was guided through a factory reset and pump setup. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included temporary blood glucose instability without hospitalization. Investigation included remote troubleshooting and guided device reset. Investigation of this case revealed user technique and use of meal announcements for correction as contributory factors, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user technique and therapy management choices were the most probable cause.